Event description:
Additional information was received indicating an invasive procedure was performed. It was noted that the lead was fully inserted into the device, however upon performing a tug test the lead was easily pulled out of the device header. There was a concern of a setscrew anomaly. The device was explanted and replaced. The chronic lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). A revision procedure was scheduled for a later date. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise on the rate/sense channel. The episodes were short and didn't not result in pacing inhibition or inappropriate therapy. Noise was recreated in clinic. There was a concern the lead/device connection was loose. No adverse patient effects were reported.